Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact on customer's blood glucose level. The customer declined to further troubleshoot the issue with tandem technical support and reverted to manual injections for insulin therapy.